Manufacturer narrative:
The device was not received by the manufacturer for analysis. The relationship between the device and the adverse event could not be determined. Reference associated MDR# 3004750704-2011-00001. All information available is included in this report.

Event description:
The clinic reported experiencing a corneal burn in the pt's operative eye during a cataract extraction procedure. The pt required one suture to close the wound. The clinic indicated the event occurred during the phaco sculpt mode and the pt had a dense cataract. In addition, the clinic suspects the event occurred due to a dense nucleus, smaller wound size, more phaco and viscoelastic. The corneal burn was observed immediately and indicated the corneal burn was not bad. The pt is anticipated to have a good outcome.